Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Despite requested, customer was unable to detail how the issue was resolved, but confirmed that they were able to resume insulin therapy with the initial cartridge.